Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the tracheostomy tube had cuff inflation/deflation issue for size 8 tube. The customer also reported that the patient was reintubated. The customer also reported that the tracheostomy tube was tested prior to be blowing the cuff to 15 cmh20 and checked with a pressure gauge. It was also noted that the patient is currently using uncuffed tracheostomy tube and remains in the hospital.